Event description:
A malfunction alarm was reported for the pump during its operation. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique, allowing the customer to successfully resume insulin therapy.